Event description:
Cataract lens noted to be scratched after implanting into patient, had to be removed. Second lens it was noted a scratch in the center of the diopter in the exact location of the first lens. No other lens available to replace. In clinic patient's vision was noted to be okay. Ref report: mw5156535.